Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 570mg/dl. It was stated that the customer was experiencing nausea, dizziness, headache, and thirsty. Troubleshooting was performed. The time, date, programming, and settings were correct. Reviewed the bolus history and found a missing bolus for the day of call. Assisted the customer programming a 0.2 units bolus and it was recorded in the bolus history. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula and it was not bent or occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.